Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the third, fourth, sixth and seventh rows of struts on the distal end of the stent have struts that are bent inward. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. The lesion was located in the highly calcified left anterior descending artery (lad). The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.